Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient was hospitalized due to a complete exit block and low sensing. It is believe that the initial position was not septal but in the coronary sinus. The lead was explanted when repositioning was unsuccessful.